Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good-faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI)# and other product-specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a15 captures the reportable event of the clip being difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a colonoscopy procedure for bleeding performed on (B)(6) 2025. During the procedure, lateral pressure was applied to the clip to detach it from the catheter. Next, they reduced the scope and removed the torque from it. Eventually, it detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.